Event description:
The suspect usb cable was received for product analysis. Analysis confirmed a disconnected wire on the usb serial cable printed circuit board (pcb). Once the wire was soldered onto the serial cable pcb no further anomalies were identified and the cable functioned normally.

Event description:
A user reported communication difficulties with both an explanted generator and a newly implanted generator using a tablet programming system. Both generators were able to be communicated with earlier that day. All connections were checked, the programming wand's battery was evaluated and no anomalies were identified. Using alternate equipment the generators were able to be successful communicated with and patient care was not affected. Upon further troubleshooting the communication issue was isolated to the tablet's usb adapter cable. The suspect usb cable has not been received to date by the manufacturer.